Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450 mg/dl. The nurse stated that the customer had irritation at the site, and she has been on the insulin pump for about a month, but the device was not functioning properly. Advised the caller to have customer call back to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.